Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that the pump would not power on even with battery changes. The patient denied having any previous power or keypad issues with the pump the patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. A review of the alarm history indicated a "low battery" warning occurred at 8:02 am on (B)(6) 2012 and again at 2:26 pm on (B)(6) 2012, and a "replace battery" alarm occurred at 3:02am on (B)(6) 2012. The "replace battery" alarm was followed by rebooting at 3:29am on (B)(6) 2012. There was no evidence that the battery was appropriately replaced after the pump emitted the appropriate alarms and warnings. The battery cap returned with the pump was able to fully tighten with no yellow o-ring visible. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring.